Manufacturer narrative:
The reporter, a biomedical engineer, advised that the device had been involved in a car fire and was covered in soot; however, there was no outward damage to the unit. The biomedical engineer confirmed that the unit would power on. The biomedical engineer advised that he then cleared the device's memory, which cleared the event codes, and successfully completed a self-test. The service wrench and event code did not return.   The unit was then cleaned up and a new battery was installed. After observing proper device operation the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The reporter, a third party biomedical engineer, contacted physio-control to report that their customer's device had a service wrench present on the readiness display and had logged an event code in the memory which is related to a potential failure of the device to not accurately sense when a patient load is connected. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event.